Event description:
Same case as MDR # 6000093-2006-01911. It was reported that five days after a coronary drug eluting stenting treatment procedure, a thrombosis occurred and 7 days later, the pt died. In the initial procedure, there were two target lesions. Vascular access was via the right femoral artery. A 6 fr jl4 guide catheter and a 300 asahi prowater guidewire were used. The left anterior descending (lad) was predilating using a 2.5x9mm maverick balloon inflated to 6 atm for 22 seconds. Then a 2.75x16mm taxus express2 drug eluting stent was deployed at 16 atm for 26 seconds in the proximal lad with good angiographic result. The guidewire was then directed down the circumflex (cx). Primary stenting was carried out in the mid cx with deployment of a 2.5x16mm taxus express2 stent at 10 atm for 34 seconds. It was reported that the stent was slightly oversized for the vessel, but it was a good angiographic result and good transitions. There was no loss of any side branches, good flow in the distal vessel. The pt was transferred to recovery and was discharged from the hosp two days later. The pt received plavix pre-procedure and versed and angiomax during the procedure. The pt was discharged on aspirin, plavix, coumadin, low dose beta blocker, avapro, and lipitor. Additional medications included a combivent inhaler. Five days later, the pt presented wth shortness of breath, chest discomfort, acute pulmonary edema and was found to be in shock with a right bundle branch block. Diagnostic catheterization was performed and demonstrated sub acute stent thrombosis within the lad and the cx arteries. There was total occlusion of the lad and cx. (It was noted that the pt may have been receiving generic clopidogrel). Emergent ptci was performed. Vascular access was via the right femoral artery. A 6fr jlf guide catheter and a 300 cm atw guidewire were used. The guidewire traversed the lad stenosis with mild resistance. A pronto catheter was used to extract the thrombus. This restored timi I-ii flow. A 2.75x18mm johnson & johnson drug eluting stent was positioned and deployed. The pt's respiratory status was steadily worsening and hypoxia was becoming more refractory. Thus, the pt was intubated. A temporary pacemaker was place via a 7 fr right femoral vein sheath was inserted. Shortly after placement of the temporary pacemaker, the pt developed wide complex tachycardia. The pt received one cardioversion shock with 360 joules with conversion to sinus tachycardia. No further brady arrhythmias were noted. The pacemaker was left in place with settings of off. Then a second atw guidewire was advanced to the cx and traversed the stenosis without significant resistance. The pronto catheter was utilized to extract the thrombus. A 2.75x18mm cypher stent was positioned and deployed. Timi ii-iii flow was established. Intravascular ultrasound was performed and demonstrated good wall position, no edge dissection and mild to moderate diffuse distal disease in the cx and mild to moderate concentric disease proximally in the lad. The intraaortic ballon pump was placed for cardiogenic shock and hemodynamic support. The pt was transferred to the coronary care unit (ccu) with a stable heart rhythm and augmented pressures in the low 90's. Procedural. Procedural medications received included angiomax, intracoronary nitroglycerin, atropine, dopamine, dobutamine, reopro and fetanyl. Continuation of plavix without substitution was recommended. While in the ccu, the temporary pacemaker and balloon pump were removed, however, the pt's status continued to deteriorate. Seven days after the re-intervention, the pt experienced persistent bradycardia and hypotension refractory to pressor support. The pt was pronounced dead at 10:34. In the physician's notes, it stated "....there is concern by the clinicians caring for the pt, as well as the family, that she received generic plavix instead of brand-named plavix. Whether or not this contributed to her thrombosis is uncertain."

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore, no analysis could be performed. The mfg records for top assembly batch 8712320 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.